Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. The motor position encoder error alarm could not be verified due to erased history file. The drive support disk was inspected and no anomaly was noted. The device also had a scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and a motor position encoder error. Blood glucose value was 302 mg/dl; treated with insulin pen. Troubleshooting was performed. The device was returned for analysis.